Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through soft density tissue with the maxcore instrument. During the procedure, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through soft density tissue with the maxcore instrument. During the procedure, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device was appeared to be clean and was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. One electronic photo was provided and it was reviewed. In that photo, one maxcore device in a half primed position was shown inside its closed package. Based on the photo review, the reported failure to fire cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to fire as the received device was able to prime, fire and obtain samples without any issues. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.